Event description:
A customer reported that a sample with anti-kell did not react with cell#1 of 0.8% surgiscreen lot vss103. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
Ocd qa performed retain testing to confirm reactivity of the k antigen. Satisfactory results were obtained. Ocd product support tested the returned sample with retains of 0.8% surgiscreen lot vss103 as well as with retains of three other lots of reagent red blood cells (rrbcs). Ocd confirmed the customer's observation the sample did not react with vss103 with 15 minutes incubation. With a longer incubation, reactivity was observed with vss103. The sample reacted weakly (0.5. 1+) with the other three lots of rrbcs.